Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is switching off after time of use.

Manufacturer narrative:
Updated data : b4,g3,g6,h2,h10,h11. Corrected data: b5 h6 (impact, clinical).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is switching off after time of use. They exchanged the device for another iabp . There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse found that the iabp would shut off after less then one minute of use. The fse determined that the unit was very dirty internally. The fse disconnected the motor pressure/vacuum and power supply. The fse then cleaned the unit internally. After cleaning, the unit was in operation for more than two hours. There were no abnormalities observed.